Event description:
It was reported that the patient presented for a new implant procedure. During the procedure, it was noted that the right ventricular (rv) lead's helix could not be extended even after multiple attempts. The patient died during the procedure. The rv lead helix was not tested prior to the procedure. There were no complaints on the new rv lead or any other product by the physician. The patient was sick, immunocompromised and the physician believed the patient's pre-existing comorbidities were a contributing factor to the patient's death during the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-71453.

Event description:
Related manufacturer report number: 2017865-2024-71453. New information received notes the inability to extend the helix was delayed by 5 min with pauses.